Event description:
The physician was using a visi &#13330;o stent. During stent deployment a catheter leak/burst occurred causing inflation difficulties. The stent was implanted and post dilated with another balloon. No patient complications reported.

Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. The visi-pro catheter exhibited a kink in the balloon section of the catheter. The guidewire lumen was flushed until a clear steady stream of fluid was observed exiting the distal tip. A 0.035¿ guidewire was loaded through the distal tip. Some resistance was noted as the guidewire passed over the kink in the balloon section of the catheter. The guidewire was able to be successfully navigated out of the proximal hub luer lock of the y-manifold. The balloon was able to be inflated but not hold pressure. Clear fluid was noted leaking from the strain relief of the y-manifold. The injection ports of the y-manifold were examined; fluid was observed leaking from one of the ports. Dried adhesive residue was noted around the port. The base of the adhesive injection port was examined. The surface of the adhesive appeared to be rough. An air filled syringe was attached to the y-manifold inflation luer lock and the y-manifold was placed in water. The syringe was pressurized and air bubbles were observed exiting the injection port of the y-manifold. The y-manifold was dried and fluid within the injection port was absorbed with a soft cotton swab. The adhesive at the base of the injection port was examined: a 3-corner tear in the adhesive was noted. (B)(4).